Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 10mm x 2.25mm wolverine¿ coronary cutting balloon¿ monorail¿ had been inserted into the lesion. After sever dilations at six atmospheres, the balloon ruptured. The balloon was retrieved and the procedure was completed with a different device. There were no patient complications.